Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. It was further reported that the device was left on an extra 24 hours to infuse the remaining solution. The device had been filled with 4632mg fluorouracil in 0.9% sodium chloride for a 115ml total volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 18, 2019 - december 19, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the nature of the sample, functional testing could not be performed. Therefore, the reported event could not be objectively verified from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.